Event description:
It is reported the insertion site was the subclavian vein. When injecting medical solution into the proximal lumen, there was leakage noted from the insertion site. As a result, the proximal lumen was not used. The catheter continued to be used as required. There was no reported delay in treatment, no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4).